Event description:
It was reported that the luer lock adapter of a one link catheter set had come apart from a patient's catheter. This occurred during infusion. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number reported as 085412475387, however, this number is not found in our database. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.